Manufacturer narrative:
Inspected 1 opened/used partial sensor and found sensor electrode broken. Missing broken part.

Event description:
The customer reported via phone call that the sensor had lost sensor and electrode was stuck. The customer¿s blood glucose was 7 mmol/l at the time of the incident. The sensor will be returned for analysis.